Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd vacutainer® fx 5mg 4mg plus blood collection tubes the tubes are under filling. The following information was provided by the initial reporter: tube is not strong enough to draw blood effectively, the tubes never fill up enough and this also causes other problems at the laboratory. Some tests can't be performed due to insufficient samples and then blood needs to be re-drawn from the patient again.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd vacutainer® fx 5mg 4mg plus blood collection tubes the tubes are under filling. The following information was provided by the initial reporter: tube is not strong enough to draw blood effectively, the tubes never fill up enough and this also causes other problems at the laboratory. Some tests can't be performed due to insufficient samples and then blood needs to be re-drawn from the patient again.